Event description:
II was reported that post-operatively after a Pulsed Field Ablation procedure, the patient became hypotensive and was started on vas opressors (Levophed). A transthoracic echocardiogram was performed and showed normal function. The patient was admitted for hemodynamic monitoring in the Cardiovascular Intensive Care Unit (CVICU) and was weaned off vasopressors. However, hypotension recurred inte rmittently and midodrine and vasopressors were re-initiated. A nephrology consultation was also taken. Metoprolol tartrate was dose-decreased due to the event. The patient was reported to have recovered. The case was completed with Pulsed Field Ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
NOTE: This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.